Event description:
It was reported that the needle had to be turned during the refill procedure to be able to inject the fluid. It was also reported that some of what was pulled out of the pump was a ¿tinged fluid¿. During the report, the needle was withdrawn and frothy discharge was seen coming from the needle poke site. The patient then following the refill and removal of the needle reported feeling a ¿bit numb¿ in the area of the pump. The plan was to put the patient on a pulse oximetry monitor. It was reported the patient had no symptom change. Later the same day, it was reported the health care provider (hcp) had confirmed there was no issue and the patient went home. No patient symptoms were reported at that point and it was decided everything looked fine. The hcp chose not to aspirate the contents from the pump to ensure everything got in as they deemed there was no issue. The device system was used to deliver bupivacaine and morphine. It was later reported that the cause of the event was due to difficulty locating the septum, the needle was in but not completely through the septum. The patient was currently doing ¿just fine¿.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Product ID: n EU_ptm_prog, serial# unknown, product type: programmer, patient. (B)(4).